Manufacturer narrative:
The insulin pump alarmed motor error alarm during basic occlusion test due to loose flush drive support disk and with pump intermittent button response due to corroded keypad traces. No button error alarm during our testing. Unable to perform the a21 error test, unable to verify a33 alarms or perform prime test due to motor error alarm. No unexpected a21 alarm noted. The insulin pump was received with normal operating current and passed self-test and off no power test. No unexpected battery out limit noted. The motor was tested outside of the device and passed. The insulin pump was monitored for several days. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor error, unexpected restart and had unresponsive keypad. The customer stated the alarms occurred during basal. Customer reported they were able to complete pump rewind, but buttons are not working. The customer stated their blood glucose was on the high end because he had just finished eating. The blood glucose was unknown. Customer stated after they received the unexpected restart alarm the keypad stopped working. Advised customer the insulin pump will be replaced. Customer agreed to return insulin pump.